Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the box was opened to find pressurized inner packaging. Another consignment product was used to complete the case. Concerned about the pressurization of the inner package and the state of the polyethylene.